Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the atrial lead. The noise was reproducible in clinic. No intervention was performed. No further information was available.

Event description:
New information received notes that the atrial lead explanted and replaced on (B)(6) 2022 due to noise oversensing resulting in pacing inhibition. Upon removal, it was noted that the atrial lead exhibited insulation breach. There were no patient consequences.